Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3136164; d.4. Medical device expiration date: 30-sept-2024; h.4. Device manufacture date: 16-may-2023. D.4. Medical device lot #: 3163665; d.4. Medical device expiration date: 31-oct-024; h.4. Device manufacture date:12-jun-2023.

Event description:
It was reported when using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was noticed in the inner wall of the tube. There was no report of impact to patient or user.

Event description:
It was reported when using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was noticed in the inner wall of the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: 100 retention samples from both lot #'s from bd inventory were visually inspected with no foreign matter(fm) observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.